Event description:
New information received notes that the right ventricular lead exhibited loss of capture.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2023-35527. It was reported that the patient's right ventricular (rv) lead exhibited high threshold and intermittent capture. Fluoroscopy imaging showed that the lead was dislodged. The patient presented for a lead revision. During the procedure, the rv set screw could not be unscrewed. The lead and the device were explanted and replaced as a result. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to remove lead from header, and failure to capture. As received, a partial lead (only middle portion) was returned in one piece the reported event of failure to capture was not confirmed. Electrical testing was normal. Unable to perform lead insertion/removal test with device due to the condition of the lead, as received. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.